Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced seizures. A pulsed field ablation (pfa) procedure was completed successfully with a farawave catheter. The physician completed the pulmonary vein isolation with 54 applications and no complications were reported. The day after the procedure, it was informed that the patient had multiple seizures after the procedure. Patient was ruled out for a hemorrhagic stroke and was admitted to the intensive care unit (ICU). The patient had an episode of atrial fibrillation that was treated with amiodarone. The patient was successfully discharged from the hospital.